Event description:
It was reported that a type 3a endoleak occurred on a zenith flex with spiral-z technology aaa endovascular graft iliac leg after an endovascular aneurysm repair (evar) procedure. Sometime in 2011, the patient received a zenith main body device and a iliac leg graft. The evar was performed without any issues. In 2019, the patient was treated for a growing aneurysm sac. The top end of the main body device was anchored using a competitor's endoanchors and the type 1a endoleak was resolved. It was noted the contralateral limb of the main body had migrated slightly and was just under minimum overlap. Due to the patient's age, it was decided not to place a limb extension. In (B)(6) 2021, the patient presented with a dislocated limb and a type 3a endoleak which caused an aneurysm rupture. Due to the aneurysm rupture, the patient expired. This report captures the type 3a endoleak on the zenith iliac leg graft. The type 3a and 1a endoleaks on the main body device is also captured in a report with patient identifier (B)(6). No other adverse effects were reported for this incident.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Date of event: event occurred sometime in (B)(6) 2021. (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Date of event: event occurred sometime in (B)(6) 2021. (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that a type 3a endoleak occurred on a zenith flex with spiral-z technology aaa endovascular graft iliac leg after an endovascular aneurysm repair (evar) procedure. Sometime in 2011, the patient received a zenith main body device and a iliac leg graft. The evar was performed without any issues. In 2019, the patient was treated for a growing aneurysm sac. The top end of the main body device was anchored using a competitor's endoanchors and the type 1a endoleak was resolved. It was noted the contralateral limb of the main body had migrated slightly and was just under minimum overlap. Due to the patient's age, it was decided not to place a limb extension. In (B)(6) 2021, the patient presented with a dislocated limb and a type 3a endoleak which caused an aneurysm rupture. Due to the aneurysm rupture, the patient expired. This report captures the type 3a endoleak on the zenith iliac leg graft. The type 3a and 1a endoleaks on the main body device is also captured in a report with patient identifier (B)(6). No other adverse effects were reported for this incident.

Event description:
Additional information was provided on 18may2022. In 2015, the left limb was noted to have slipped distally and no endoleak or sac expansion was noted. The patient declined follow up scans in 2020 and (B)(6) 2021 due to the pandemic. During a follow up in (B)(6) 2021, no sac expansion was noted on ultrasound. However, the radiologist noted limb dislocation on the xray and did not report the information to the vascular surgeon. Six weeks after the (B)(6) 2021 follow up, the patient was admitted to a different hospital and their condition was deemed stable by the on-call vascular surgeon. The patient's aneurysm subsequently ruptured and the patient expired during this hospital admission.

Manufacturer narrative:
Investigation ¿ evaluation the complaint facility (B)(6) hospital informed cook of an incident involving a zenith flex with spiral-z technology aaa endovascular graft iliac leg (unknown zsle) from an unknown lot. (B)(6) 2021 patient presents with dislocated limb and endoleak which caused a rupture. This ultimately led to the patient's death. Communication with the user facility clarified that the left limb was first noted to have migrated distally in 2015 but no endoleak or sac expansion was noted. This evaluation will capture the type 3a endoleak on the unknown zsle leg graft. The type 1a endoleak and the type 3a endoleak on the unknown tffb main body were reported under MDR# 1820334-2022-00290. A review of the complaint history, drawing, instructions for use (IFU), quality control, and specifications of the device were conducted during the investigation. The complaint device was not returned; however, a document-based investigation evaluation was performed. Based on the device master record, it was concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. It should be noted that this device is distributed via a one-device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The lot number and rpn were not provided. Therefore, the IFU, t_zaaasz_rev4 provided with zenith® spiral-z® aaa iliac leg grafts was review for information related to the reported complaint event. Per the IFU t_zaaasz_rev4: ¿4 warnings and precautions 4.1 general - additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. - patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. 4.2 patient selection, treatment and follow-up - zenith spiral-z iliac artery distal fixation site greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of the endovascular repair. 4.3 pre-procedure measurement techniques and imaging diameters utilizing CT, diameter measurements should be determined from the outer wall to outer wall vessel diameter (not lumen measurement) to help with proper device sizing and device selection. 4.4 device selection - strict adherence to the zenith spiral-z aaa iliac leg IFU sizing guide is strongly recommended when selecting the appropriate device size (table 10.5.1). Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. 4.5 implant procedure - inaccurate placement and/or incomplete sealing of the zenith spiral-z aaa iliac leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the internal iliac arteries. 5 adverse events 5.2 potential adverse events adverse events that may occur and/or require intervention include, but are not limited to: - endoleak - endoprosthesis: graft material wear; erosion; puncture 11 directions for use 11.1 zenith spiral-z aaa iliac leg system 11.1.7 molding balloon insertion 5. Expand the molding balloon with diluted contrast media (as directed by the manufacturer) in the area of the most proximal covered stent and the infrarenal neck, starting proximally and working in the distal direction. 6. Withdraw the molding balloon to the ipsilateral limb overlap region and expand. 7. Withdraw the molding balloon to the ipsilateral distal fixation site and expand. 8. Deflate and remove molding balloon. Transfer molding balloon onto the contralateral wire guide and into the contralateral iliac leg introduction system. Advance molding balloon to the contralateral limb overlap and expand. 9. Withdraw the molding balloon to the contralateral iliac leg/vessel distal fixation site and expand. Final angiogram 1. Position angiographic catheter just above the level of the renal arteries. Perform angiography to verify that the renal arteries are patent and that there are no endoleaks. Verify patency of internal iliac arteries. 2. Confirm there are no endoleaks or kinks and verify position of proximal gold radiopaque markers. Remove the sheaths, wires and catheters. Note: if endoleaks or other problems are observed, refer to the suggested instructions for use for the zenith aaa endovascular graft ancillary components. 12 imaging guidelines and postoperative follow-up 12.1 general - all patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up.¿ based on the available information, no product returned, and the results of the investigation, cook has determined that a definitive cause for the reported failure could not be determined and that endoleak is a known inherent risk of using this device. The likely cause of the death according to the reporting physician is the lack of intervention. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.